Event description:
It was reported that during implant after pushing the lead forward with the guidewire, it was not possible to retract the wire out of the lead. When the guidewire was pulled with more force, it broke into two parts. The lead was then explanted, but a piece of the guidewire remained inside the vessel. The wire was successfully removed, and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the guidewire was fractured. The breakage of the guidewire probably occurred close to the weld zone of the coil due to excessive force at explant.